Manufacturer narrative:
A retained sample was pulled for evaluation on 05/01/2017 with the following findings: the expiration date for the cartridge is 2016/09. Product is past the expiration date.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 540 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that air bubbles were present inside the insulin cartridge. Troubleshooting completed with animas customer support revealed the cartridge plunger was twisted. Animas customer support determined through troubleshooting that issue was associated with user training/misuse. This complaint is being reported because the patient experienced injury while on insulin pump therapy associated with a training/misuse issue. Product return and investigation is not required.